Event description:
The user facility reported that an operator sustained a burn when removing the tray after a completed cycle. The operator went to employee health where silvadene cream was administered. The user facility reported the employee is fine with no sustaining injuries.

Manufacturer narrative:
A steris service technician inspected the unit, tray and aspirator probe assembly and them to be operating properly. The technician ran test cycles, which completed successfully; no issues noted. The technician reviewed the cycle printout subject of the reported event and found that processing parameters were met and the cycle completed successfully. The technician inspected the s40 container subject of the reported event and found it to be empty. The user facility reported that chemical indicator also passed. The technician ran a processing cycle and tested the ph of the rinse water inside of the system 1e chamber; the ph was found to be between 8 and 9 indicating that it would be unlikely for peracetic acid to be present in the rinse water. Steris performed in-service training on (B)(4) 2012; no further issues have been reported.

Event description:
The user facility reported that upon completion of a processing cycle, a couple of liquid droplets landed on the operator's wrist when she was removing the tray, resulting in a chemical burn. No procedural delays or cancellations reported.

Manufacturer narrative:
Investigation of this event is in process; a follow up report will be submitted when additional information becomes available